Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri52 lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient presented to the emergency department with light lightheadedness and they had twitching in the left shoulder. An interrogation observed the right ventricular (rv) lead with high threshold and possible loss of capture. Additional information was received from the clinic disclosing that the patient continues to be evaluated for the on-set of atrial fibrillation (af), which is attributed to the patient¿s heart condition. No changes were made to the lead and it lead remains in use. No patient complications have been reported as a result of this event.